Manufacturer narrative:
The leads were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp placed both leads, but then was unable to remove the stylets without causing the leads to crimp. The leads were replaced. There was no patient injury associated with the event. The patient recovered without sequela.